Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation:based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced constipation and increased intraperitoneal volume (iipv). Upon follow up, the patient¿s pd registered nurse reported this patient experienced constipation caused by his medication regiment and iipv on (B)(6) 2020. It was reported the patient had a last fill of 3000 ml during a continuous ccpd treatment on the liberty select cycler on (B)(6) 2020. The patient did a manual drain later in the day (exact time unknown) that yielded over 6000 ml. The pd nurse reported the drain volume as 6400 ml. This drain volume is 213 % of their prescribed fill volume of 3000 ml. The pd nurse attributed the large drain to the patient¿s bowel and physiologically. Prior to the iipv event, the patient had persistent drain issues related to his peritoneal and gastrointestinal anatomy, and issues with constipation due to their medication regiment (not fresenius products) of laxatives. It was stated the patient did not experience a serious injury, adverse event or require medical intervention as a result of his constipation or iipv. Additionally, it was confirmed the patient¿s constipation and iipv were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient¿s pd prescription fill volume was reduced from 3000ml to 2000ml to prevent overfill. The patient continues ccpd therapy on the same liberty select cycler at home following this event.